Manufacturer narrative:
The getinge field service engineer (fse) who discovered the issue, replaced the cbl assy,fo sensor extension, and then performed functional and safety checks to meet factory specifications. The iabp was released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in block is a getinge employee, the customer point of contact is: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) unit performed by a getinge field service engineer (fse), it was noticed that the fiber optic sensor extension cable was damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10 additional information: e1(event site telephone: (B)(6).

Event description:
N/a.